Event description:
The customer reported the ventilator failed system pressure and circuit testing during service. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).